Event description:
It was reported that the reservoir was leaking from the back of the reservoir. The blood glucose reading at time of the call was 230mg/dl. No further info was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.